Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced increasing incontinence over the past three months. Upon revision, the physician determined that the cause of the incontinence was urethral atrophy; therefore, the aus was removed and replaced with a 4.0 cuff. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Atrophy and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of atrophy and urinary incontinence are a known risks associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced increasing incontinence over the past three months. Upon revision, the physician determined that the cause of the incontinence was urethral atrophy; therefore, the aus was removed and replaced with a 4.0 cuff. No additional patient complications were reported.